Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency procedure, the user reported an error with the bypass module. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens completed the investigation of the reported system and event. The artis system switched into bypass mode, in which continuous fluoroscopy with reduced image quality is available, but the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for different potential failure scenarios, so that a procedure can be aborted in a controlled manner if necessary. During on-site troubleshooting an issue with the bypass module was detected. The module was exchanged as part of service activity, which resolved the problem. A detailed investigation of the module by the manufacturer did not reveal any defect. Therefore, a clear root cause could be determined. According to the system expert, there was most likely a temporary and non-reproducible problem with the bypass module or the plug contacts of the bypass module. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after detailed investigation. Neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected if the event were to recur.